Event description:
A caller reported that they received a new bottle of cidex opa solution test strips. When they received the bottle from their warehouse. They opened the bottle, dated it 90 days out, but did not check to see if the bottle was satisfactory. They were using the product and subsequently their operating room department discovered that the bottle of test strips expired in 4/2009. Another box of test strips recently received, showed it will expire in 1/2010. The caller was informed that the recent test strips labeled 1/2010 can be used until the labeled expiration date. A subsequent telephone f/u confirmed that there were no pt adverse effects associated with use of the expired test strips. The facility has taken steps to prevent recurrence of the problem. The caller stated that the issue has been resolved.